Event description:
It was reported that at least 2 bd q-syte¿ luer access split-septum stand-alone devices experienced component separation. The following information was provided by the initial reporter: q-syte valve has collapsed when opening the package.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0088538, medical device expiration date: 31-mar-2025, device manufacture date: 21-apr-2020, medical device lot #: 0090340, medical device expiration date: 31-mar-2025, device manufacture date: 27-apr-2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 88538 and 90340, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that half of the top disk of the septum was pushed into the inside of the top body. Also, the rim of the top body, where the septum was adhered, appeared to have an uneven surface and this may have been an indication that adhesive was present at the rim. However, as the sample was not physically available and due to the quality of the photo it cannot be determined with certainty if the septum was adequately adhered during time of manufacturing. However, based off the provided photo the engineer was able to verify the reported defect. During manufacturing, low bond strength (or insufficient adhesive), septum misorientation, damage to the top body of the q-syte, and damaged tooling may result in the septum being pushed in. Also, operator-controlled checks for bond strength and septum damage are performed to mitigate the risk from this type of defect. Additionally, preventative maintenance (pm) was performed to ensure tooling was replaced per the quality plan and the equipment was functioning properly. Pm records were verified to be up to date during production of this lot. However, this defect can also occur during use. A pushed in septum can occur due to excessive actuations and extraneous force. As it was reported that the sample was used, this scenario cannot be ruled out as a possible cause as well. For a more thorough investigation a physical sample would need to be available for investigation. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that at least 2 bd q-syte¿ luer access split-septum stand-alone devices experienced component separation. The following information was provided by the initial reporter: q-syte valve has collapsed when opening the package.